Event description:
Falsely elevated troponin I results were obtained on two patients within a 24 hour period. The results were reported to the physician on the first patient and not reported to the physician on the second patient. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sticking mixers.

Event description:
Falsely elevated troponin I results were obtained on two patients within a 24 hour period. The results were reported to the physician on the first patient and not reported to the physician on the second patient. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and data indicated that the cause for the falsely elevated troponin I results was sticking mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sticking mixers. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.